Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during setup for a clinical case the system tracking of the passive planar probe was frozen. The spheres were visible in the tracking view, but were not moving when the probe moved in the field. No other instruments were present in the camera field of view. The site moved backward in the software, then moved forward again, and the system was able to properly track the probe. There was no patient involvement.

Manufacturer narrative:
A software analysis was initiated. The analysis was inconclusive and was unable to determine the probable cause of the event. If information is provided in the future, a supplemental report will be issued.